Event description:
It was reported that during follow up, an alert for out of range hv lead impedance was observed on the svc to can vector. All in clinic measurements were in normal range. The device will monitored. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.